Manufacturer narrative:
Report date: 20aug2021.

Event description:
The customer reported that the alarms were sounding when placed on a patient. Reportedly, the unit would freeze, and it would not shut down. The customer reported that the unit was in use on patient , but there was no patient harm reported. The customer contacted product support and requested for service repair. The customer troubleshot with product support and found in the ventilator¿s diagnostic log error codes indicating backup alarm failed, internal temperature high daq and aux alarm supply failed. The customer reported the power management (pm) board was replaced a month ago. The customer was advised to replace the motor controller (mc) board or the cpu. Further information is pending.

Manufacturer narrative:
Patient involvement: based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm.

Manufacturer narrative:
The customer reported the cpu board was replaced to address the issue. The customer could not program the unit serial number on the new cpu board. The product support assisted the customer and was able to successfully connect the pc to the device using tera term. Issue resolved, no other concerns for the customer.